Event description:
It was reported that during a da vinci-assisted procedure the customer experienced arms drifting on the da vinci system. The procedure was completed with no patient harm. No further details were provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse cycled all arms through multiple ranges of motion with test instruments and did not notice any abnormal movements. The system was tested and verified as ready for use. A procedure log review was performed. It was confirmed that the inguinal hernia-bilateral procedure occurred on (B)(6) 2022 via system (B)(4). Refer to the report under patient identifier (B)(6) for the initial allegation by this surgeon of the arms drifting. This complaint is considered a reportable event due to the following conclusion: it was alleged that the arms moved with unintuitive motion/freely with uncontrolled motions. Poor arm control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.